Manufacturer narrative:
Journal reference: latini jm, alipour m, kreder kj. Efficacy of sacral neuromodulation for symptomatic treatment of refractory urinary incontinence. Urology. Mar 2006: 67(3): 550-3. This report is being filed under exemption.

Event description:
Journal reference: latini jm, alipour m, kreder kj. Efficacy of sacral neuromodulation for symptomatic treatment of refractory urinary urge incontinence. Urology, mar 2006; 67(3): 550-3. The article describes the experience of 41 patients being treated with sacral nerve stimulation for a urge incontinence. Reportable events: ipg model 3023 (n=9) - nine patients experienced infections (6 superficial wound infections, 2 cellulitis, 1 gram positive) in the area of the ipg implant.